Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017 stating that the replacement recharger antenna resolved the poor coupling and loss of stimulation, however this information was noted to conflict with the phone call received on (B)(6) 2017 in which the patient stated that the new antenna worked, but only for a short time, and the patient later had no coupling again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s daughter. It was reported that the patient¿s weight was around (B)(6) at the time of the event. The patient got a new recharger and that resolved the issue. The patient¿s daughter was not aware of any further coupling or device issues. No further complications were reported/expected.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a heath care professional regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins recharger was not working right since (B)(6) 2017. A manufature representative met with the patient on (B)(6) 2017 and hard reset the insr. The patient then reported that the insr was taking a charge from the power supply but that it was getting zero coupling boxes while charging the ins. The last time the patient reported feeling stim was sometime in february. A replacement antenna was sent to the patient and this resolve the coupling issue. It was then reported by the patient's hcp that the insr was not taking a charge and was turning off. It was noted that the desktop charger connector pin did not seem damaged. A replacement insr was sent to the patient. Additional information received from the patient's friends/family reported that the replacement antenna worked for a day and now the patient has no coupling again. The caller reported speaking with a manufacture representative who advised replacing the ins recharger. It was also noted that the patient's ins might be protruding a little in the upper right hand corner, and it was reviewed that this may affect recharging.